Event description:
Patient received ebv valves on (B)(6) 2025. Patient returned to hospital 2 days after discharge with respiratory failure, contra lateral pneumothorax, and was placed in a ventilator. Investigation is ongoing.